Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient presented to the emergency department with diarrhea, nausea, and vomiting. The suspected cause was bacterial infection. Blood cultures were found to be positive for sepsis. The patient was treated with oral antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.